Event description:
Procedure: cystectomy. According to the reporter: during the case, the device failed to staple, causing the right ureter to partially tear. Suture was used to repair ureter and a new stapler and reload was opened to complete the case.

Manufacturer narrative:
(B)(4).